Event description:
It was reported that pt underwent total hip arthroplasty in 2004. Following dislocation, pt returned to surgery on february 10, 2006. Wear was observed on the modular head component and pt had osteolysis of the greater trochanter and surrounding bone.